Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported the patient developed an infection and the right atrial (ra) lead unraveled due to a previous extraction attempt. The device and leads were removed and the ra lead was capped. No further patient complications have been reported as a result of this event.